Event description:
Plaintiff alleges severe and immediate reactions to latex gloves and has sustained serious severe and permanent bodily injuries, pain and suffering and will in the future. Further alleges sustaining numerous injuries including asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress. Plaintiff alleges that she has been forced to expend sums of money for medical care and treatment and will continue to be caused to do so indefinitely. Another plaintiff and with of plaintiff alleges loss of consortium.